Event description:
A malfunction was reported on the customer's pump. There was no reported impact on the customer¿s blood glucose level. The customer did not report any events leading up to the malfunction and was assisted by technical support in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to call back if the malfunction reoccurs, which the customer understood.